Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart alarm or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. It was reported that the battery cap is not loose, cracked or damaged. Customer had experienced multiple pump alarms after battery change. The customer was assisted with troubleshooting. Device will return for analysis.